Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: 510k: this report is for an unk - nail head elements: pfna blade/ unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022, the patient underwent the open reduction internal fixation with the pfna for the trochanteric fracture of the femur. The surgeon locked the pfna blade in question; however, the surgeon would like to insert the blade further in. Therefore, the surgeon attached the blade to the insertion device and tried to lock the blade again. However, the blade could not be locked. Although the surgeon attached the blade to the insertion device and tried to lock the blade again, the blade was not locked. Therefore, the surgeon determined that the blade was malfunctioning and replaced the blade in question with a new pfna blade. The surgery was completed successfully within 30 minutes delay. No further information is available. Concomitant devices reported: unk - screws: nail locking (part # unknown, lot # unknown, quantity 1); unk - insertion instruments: trauma (part # unknown, lot # unknown, quantity # 1). This complaints involve one (1) device unk - nail head elements: pfna blade. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: e1: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.